Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges to "have suffered (possibly) injury as a result of the defect. Client establishes a link between the use of the defective product and the complaints/limitations". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In section h6, the patient outcome code "appropriate clinical signs, symptoms, conditions term/code not available" was used previously which is incorrect. The corrected code is insufficient information is now included in section h6. Correction is being made to section g - date received by manufacturer, box b- event date, general information tab - become aware date and due date.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges to "have suffered (possibly) injury as a result of the defect. Client establishes a link between the use of the defective product and the complaints/limitations". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.